Event description:
It was reported that patient lost therapeutic effect. Patient had the implantable neurostimulator (ins) for four month and the day of this report was getting leakage. Patient 'wet her pants and (B)(6).' It was what patient used to do before getting device. Patient turned on stimulation and changed programs. Patient was taking keflex and gentamicin for leg. Patient had a basal cell carcinoma removed. Patient was feeling pressure 'like' urinary tract infection (uti) but without the foul smell that normally happens when having a uti. Incision site was burning and hurts. Symptoms started the day before this report, but patient was 'ok' the night before this report and symptoms returned the morning of this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v979271, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).